Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other similar complaints for this lot. No further action is warranted at this time. Final comments: complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Additional information was requested and received. (B)(4).

Event description:
A consumer reported experiencing glare following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the patient was experiencing two types of glare. The first type was rays extending from a light source like an oily glass that had been wiped with a cloth. The other type was random light spot/lines scattered around a light source. The second type of glare was particularly bad at night.